Event description:
The MFR received info alleging a ventilator would not power on. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at a third party svc ctr, an issue with the power supply pca was observed. The device's power supply pca was replaced to address the issue.